Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter lens was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to unsatisfactory vision correction/the patient was disappointed with his distance vision. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 21.0. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.